Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces also; traces of moisture were noted at the lcd assembly per our visual inspection. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 419 mg/dl. Customer reported fluid underneath the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.